Manufacturer narrative:
The event occurred in (B)(6).

Event description:
For the past six weeks the patient's blood glucose level had been elevated as high as 301 mg/dl. The patient alleges that the infusion device is not correctly delivering the basal rate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.